Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient received assistance from their doctor or representative and their concerns were resolved. It was also noted the patient was still having concerns with their device or therapy but they were working with their doctor or representative. An appointment was noted for (B)(6) 2013.

Event description:
It was reported that the patient felt like the programmer was "malfunctioning". The patient thought that the programmer was not controlling his programmed limits anymore. It was stated that the patient used to be able to do "approximately 10 clicks" on the programmer and now he can to 40. It was stated that the patient's symptoms "seem to be pushing through". It was noted that the health care provider thought the programmer needed to be replaced. Trouble shooting was limited due to lack of access to the product and/or patient. It was reported that there was a problem with the patient programmer. It seemed as though the upper and lower limits of stimulation had been adjusted. It was also reported that the patient had been going in for programming once a month because the lead in the left hemisphere of his brain was "apparently failing". They were trying to come up with a setting what would work. It was stated that last month the patient went in for reprogramming and they tried a new setting. When the patient got home he "wanted to adjust it because he had problems walking on these stimulation settings". The patient lowered stimulation as low as it would go. It was stated that "he could keep going but for his right arm the stimulator adjustment now goes to 30 or 40 clicks where as before it would not". It was not clear what that statement meant. It was noted that the previous day in the doctor's office the patient had stimulation turned down "all the way for the left hemisphere" and when it was checked it was actually off. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v012907, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v012545, implanted: (B)(6) 2007, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).